Event description:
It was reported patient underwent an acl reconstruction procedure on (B)(6) 2013. Subsequently, patient incurred an infection. No revision has been scheduled to date. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under contraindications, number 1 states, "infection." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05207 / 05208).